Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking from the area around the sterility cap before use. The device was filled with pamidronate 90 mg in 250ml 0.9% nacl inj usp when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.